Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation:the device has been returned and evaluated by product analysis on 04/09/2014 with the following findings: during investigation, the keypad cover was found to be torn across the up arrow and down arrow buttons and had a hole over the ok button. The button contacts were exposed. All of the keypad buttons were observed to have intermittent/sticking responses and required multiple button presses with increased force to elicit a response. The keypad cover was removed and evidence of contamination was found under all of the button contacts. The up arrow, down arrow and ok button contacts were inverted. Unrelated to the complaint, evaluation revealed that the display screen text was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were sticking and hard to activate. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.